Event description:
Physician was attempting to implant a resolute integrity drug-eluting stent (3.00mm x 26mm) in a severely calcified lesion in the rca with severe vessel tortuosity but the device could not cross and when removed the physician felt the stent might have been compromised (deformed) and used another resolute integrity drug-eluting stent (3.00mm x 26mm) after pre-dilating the lesion again. Device was removed from the packaging, inspected and negative prep performed with no issues noted. No patient clinical sequelae were reported.

Manufacturer narrative:
Evaluation codes, results: inherent risk of procedure (stent deformation) patient¿s condition affected effectiveness of device (lesion morphology ¿ severe calcification <(>&<)> severe vessel tortuosity) no results available since no evaluation performed (device or procedural images not provided for review) evaluation codes, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology- severe calcification <(>&<)> severe vessel tortuosity) inherent risk of procedure (stent deformation) unable to confirm complaint (device or procedural images not provided for review). (B)(4).